Event description:
It was reported that during a left ventricular extra-systoles procedure, intracardiac ultrasound catheter confirmed occurrence of pericardial effusion. This occurred after ablating in the left ventricle with the rf power setting at approximately 30-45 watts. The effusion was clearly visible on the ultrasound system, displaying an enlargement of the pericardial cavity of about 1cm. Patient's systolic blood pressure dropped from around 144mmhg to 100mmhg. Aside from a minor pain in the chest the patient felt well. Invasive arterial blood pressure monitoring was set up to monitor the patient more closely. There was no need to perform pericardiocentesis. Patient was monitored for about 45 min and then relocated to intensive care unit. No difficulty in manipulating the catheter was experienced during the procedure. Six (6) rf ablations had been applied prior to the pericardial effusion, ranging from 10 sec to 1 min 46 sec per application. The ice image detected a grey layer lying on the epicardium around left ventricle, which was assumed to be thrombus formed around the perforation site. Therefore the physician's opinion regarding the causality of the pericardial effusion was most likely caused by the rf application. The patient prognosis was reported to be good and the patient had fully recovered.

Manufacturer narrative:
The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: non-bwi sheath (type sl1, manufactured by sjm); f-curve uni-directional catheter (non-ez steer), model #/ lot #: unknown. (B)(4).